Event description:
Dreamstation 2 woke me up with smell of a hot plastic coming through the mask. There has been more than one instance of this happening. After the last one the humidifier has not worked correctly. The humidifier will go days without using any water no matter how high you set the thermostat.